Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was performed. Analysis determined the cause of the issue was the drape incorrectly being placed. The software analysis determined that the system was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with their ap and later shots. The rep stated that their lateral shots and the ap shots were off. The site re-verified their instruments and also noticed that parts of the drape were covering the c-arm tracker. The site was able to retake the images and everything was fine to proceed with the case. There was reported delay of less than one hour and no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.